Manufacturer narrative:
A review of the instrument log for the product associated with this event cannot be performed as the tip cover accessory is not tracked in the system logs. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Electrolube is not provided by intuitive surgical and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive surgical.

Event description:
It was reported that during a total hysterectomy the tip cover slipped off the monopolar curved scissors. The customer was able to retrieve the tip cover in the same case. The customer added electrolube/lubricant to the tip cover for installation. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the intuitive surgical inc. (Isi) clinical sales representative (csr) to confirm that there was no harm to the patient. The tip cover was retrieved. The customer did use lubricant on the tip cover prior to installation. The customer appeared to be dissecting at the time of the issue.